Event description:
The customer complained that the rubber cap fell off of the bottom part of the light. There was no pt present when the event occurred, and no injuries were reported. Factory (B)(4).

Manufacturer narrative:
The hospital informed maquet (B)(4) that the rubber cap had signs of impact. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. The powered series operating manual includes a verification of all the covers during yearly maintenances. The hospital has placed an order to replace the rubber cap.